Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the spring in the patient programmer (pp) battery compartment broke off and it wouldn't hold the battery in and it wouldn't power on or work as of (B)(6). No patient harm reported. Upon device return, analysis found the telemetry board was corroded and the faceplate was scratched. The recharger was used to turn stimulation back on but the patient still couldn't feel stimulation. The patient had been in stimulation since (B)(6) and had pain over their whole body and had to go the hospital because of the pain. They could hardly walk because stimulation wasn't working and they couldn't use stimulation without the pp working. The patient had a sudden change in therapy/symptoms.

Manufacturer narrative:
(B)(4).